Event description:
It was reported that during a product demonstration, the platform did not recognize the lifeband and prompted the user to pull up the band.

Manufacturer narrative:
Reported complaint was verified. When the lifeband was installed, drive-shaft was not at home position and therefore, user advisory 45 (not at "home" position after power-on/reset) was indicated at power-on. Drive-shaft was rotated to home position, this remedied the problem. No visible damage to the platform was noted. The platform passed the final test. Autopulse platform s/n (B)(4), MFR report #3003793491-2013-00421. Lifeband s/n (B)(4), MFR report #3003793491-2013-00420.